Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v671772, implanted: (B)(6) 2011, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient fell on their implant 3 days ago and since then their urinary retention had returned. The patient connected with their implantable neurostimulator (ins) and they indicated that it was off. It was noted that the patient didn¿t feel stimulation for a while until it was turned on again.